Event description:
This rv lead was implanted on 2006 and remains implanted at this time. This is noted due to suspected lead fracture and noise noted on the electrogram. There were soe extra signals intermittently seen on the rv electrogram. No adverse patient effects reported. The physician wa dr (B)(6) at (B)(6) hospital in (B)(6) , australia. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).